Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 18-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed drawer icon. A field service engineer observed that the drawer had failure icon but no drawer to recover. Fse failed tower door and customer recovered them. Customer tested the station. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.